Manufacturer narrative:
Please note the hde number for this device - (B)(4). This event is related to a post-market clinical study 'protect' and reported retrospectively. A sample evaluation was not performed as the device remains implanted. The lot history records were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. Study patient is a 78-year-old male who had an amds 55-55 implanted on (B)(6) 2019. The study reported a vascular related event detailed as ¿suspected prosthesis infection, therapy with ampicillin/sulbactam,¿ with an onset date of 10nov2019 (5 months post-op) with an end date of (B)(6) 2019. The event was deemed ¿unlikely¿ related to the amds device and ¿possibly¿ related to the implant procedure. No pre-existing condition or acute disease caused or contributed to the event. The event led to the following serious adverse event: in-patient hospitalization or prolonged existing hospitalization. The patient was hospitalized and discharged on (B)(6) 2019. Medical treatment was provided. However, the event outcome was not documented. It is important to note that amds device was not removed, as there were no notable device malfunction or deterioration in characteristics or performance. Additional information revealed the following past or current medical conditions: cardiac arrhythmia (a-fib), aneurysm (ascending aorta, aortic arch and descending aorta)- 56 mm. The patient was on the following concomitant medications: heparin and rivaroxaban. No additional information is forthcoming. Upon completing a review of the available information, it is unlikely that the reported infection is related to the amds, because the device undergoes a validated terminal sterilization step during manufacturing. Of note ¿wound complications and subsequent problems (e.g. Dehiscence, infection)¿ are listed in the instruction for use (IFU) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Event description:
According to the initial report, protect study patient experienced "suspected prosthesis infection, therapy with ampicillin/sulbactam." This event is recorded as unlikely related to the amds device and possibly related to the amds implant procedure. Treatment for the event was recorded as prolonged existing hospitalization with discharge date of (B)(6)2019. The amds device was implanted on (B)(6)2019.

Manufacturer narrative:
Please note the hde number for this device - (B)(4). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.